Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date. The patient required re-operation. Upon re-operation, it was noted that the mesh had torn right in the middle. Additional information has been requested.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.